Manufacturer narrative:
(B)(4). This complaint is for a check lines and bags (clb) alarm. Sample was not returned therefore complaint cannot be confirmed in the lab. Per the complaint information, the patient replaced the cassette however reused the solution bags. From the data within the complaint information, the root cause was not identified. This review found the labeling adequate for the reported user errors in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's (B)(4) regarding a check lines and bags alarm, which occurred on the homechoice (hc) during use during prime. The home patient (hp) stated that they started over with new cassette. The baxter technical service representative (tsr) asked the hp when they started over with new cassette, whether they also used new bags, and the hp stated no. The tsr advised the hp that anytime they start over with new supplies, they need to use new cassette and new bags. The hp will start over with new supplies. The solution to this issue was provided over the phone and swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(6) 2010. He stated that he found out what the issue of the alarm was. It was related to the bag. He described the bag to be "clogged with syrup like, brown residue inside". The writer asked if he still had the sample or the lot number available, and the hp stated "no". Product surveillance advised to call baxter and keep the sample if this were to recur. Product surveillance asked if the hp spoke to the rn about this, and he stated that he did and she showed him how to setup properly. There were no injuries/infection that occurred.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.